Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose and flush drive support disk. The insulin pump was received with a cracked case at the display window corners, a cracked reservoir tube, cracked battery tube threads, minor scratches on the display window, a missing end cap sticker, a broken reservoir tube lip and a missing reservoir tube lip o-ring.

Event description:
Customer reported that the insulin pump alarmed during prime process. Customer would clear the alarm and it is recurring. Customer did not recall his blood glucose value. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.